Event description:
It was reported that during a lap cholecystectomy procedure, the device misfired. The device fired and then jammed. They got a new one to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that the el5ml device was returned non-functional. The instrument was cycled and the jaws were noted to be broken at bifurcation. A preliminary investigation process has been initiated for the broken jaw finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.